Event description:
It was reported that the device was infusing in the off position at a rate of nearly 60 mls/hr. It was connected to a pt and an incident report was filed. This was caught 3-5 minutes after hook up. Treatment required infusion of 50 mls of propythol to counteract the effect of neosinephrine.